Event description:
It was reported that after announcing and consuming a normal lunch, the user experienced a high blood glucose excursion on the ilet system, with the display reading ¿high,¿ and no device alerts or alarms were reported; the glucose level decreased after a walk, and no back-up therapy, ketone testing, or medical intervention was used. Symptoms included stomach ache and headache. Outcomes included transient limitation of daily activities without hospitalization or professional medical intervention. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no evidence of device malfunction or occlusion reported by the user, and the cause of the hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.